Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger (s/n (B)(4)) found the complaint was unverified. The connector was visually checked and okay and the recharger was plugged into a working desktop charger which allowed the recharger to charge to 100% with no problems. (B)(4) apply to the recharger which was returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were unable to charge. The implantable neurostimulator recharger (insr) was able to take a charge. The patient was in the hospital at the time of the report because of pain. They were able to communicate with other external devices just fine. The "ins battery low" screen was showing on the patient programmer. The patient said a manufacturing representative went to the hospital, on the day of the report, and interrogated the implantable neurostimulator (ins), they found nothing wrong with it. The ins was indicated for brachial plexus. Please refer to manufacturing report #3007566237-2016-03050 regarding previously reported issues on the recharger which are now captured in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.